Manufacturer narrative:
Per the fsr, when the epgs was powered on, the light-emitting diode (led) would flash red with an alarm sound. A replacement epgs was installed. The unit operated to the manufacturer's specifications. The suspected device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the electronic patient gas system (epgs) failed to initialize properly. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, upon receipt, the device was reading 1.48 liters per minute (l/min) with zero flow. Device showed significant tare value greater than as left value; when this value was written back to factory value, device displayed reading of 3.92 l/min. Analog outputs tracked correctly with this erroneous flow reading confirming that the problem is sensor related. Analysis of the sensor signal to analog to digital converter (adc) channel on the main board showed significant drift in differential pressure reading from time of final inspection at the factory. Sensor counts shifted by approximately 12,700 (factory value: 9845, evaluated value: 22500). This drift is consistent with the 3.92 l/min reading. Device was given a tare and flow tolerance test was performed; device was out of stated tolerance specification, reading 1.1% error out of allowable 1%. This confirms the shift in offset did not impact flow calibration. Differential pressure sensor was examined was believed to be susceptible to quality issues in the wire bonds that lifted well below force tolerances. When the sensor was opened, there was a loose pad on the left bottom wire bond on the inlet side. Lifted wire bond accounts the shift in offset and erroneous flow readings. It was determined that the lifted wire bond is the root cause of malfunctioning flow meter. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed improper initialization of the electronic patient gas system (epgs) due to a defective flowmeter. This was the initial use of the flowmeter inside a reconditioned epgs. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.